Event description:
Event description guidant received information that four months post implant, this implantable cardioverter defibrillator (ICD) exhibited an end-of-life (eol) indicator and was unable to be interrogated. The device had reached eri, two months earlier. Multiple pulse generator fault codes were also noted.